Event description:
On (B)(6) 2009 surgery for a double inguinal hernia was completed utilizing the bard marlex mesh. Although the patient had mesh placed on the right and left side, only the right side is causing an issue. The first year post surgery, patient experienced right lower quadrant pain where the mesh was placed. He saw a physician twice that year. No test were done, but the physician believed that perhaps the mesh had pulled a muscle. Pain continued and on (B)(6) 2014 a urologist did a catscan that indicated that right lower patch had wrinkled and pulled out causing another hernia post surgery. Patient was told by the urologist that removal of the mesh could cause complications and harm due to device location. Currently patient continues with severe constant pain and uses testosterone injections every 2 weeks, ibuprofen and tylenol daily.